Event description:
The customer contact reported an "incorrect drip rate." The pump was returned to the materials management department with a complaint of a broken door handle, it continues to beep andit delivers at an incorrect drip rate. Specific patient information, pump programming, or event while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Event description:
Subsequent to the initial medwatch submission, the following info was received. At 0720, the pump was programmed to deliver 250ml of 0.9% saline with 40meq of potassium at a rate of 63ml/hr. At 0920, the rn noted that there was no fluid left in the bag. There were no reported audible alarms. The physician was notified. There were no reported adverse pt effects. No med intevention were required. The device removed from clinical svc. Therapy was resumed using a replacement device.